Event description:
It was reported that pericardial effusion (pe) leading to cardiac tamponade has occurred. During a left atrial appendage (laa) closure procedure, a versacross connect for laac kit was selected for use. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was a small pe at the right ventricle that was noted prior to the procedure, which also looked unchanged immediately post procedure. Venous access was obtained. The septal anatomy was noted to be difficult to image with tee. Versacross connect (vcc) and a double curve watchman access system (was) was inserted towards the superior vena cava (svc) and the physician attempted numerous times to advance the system and drop to the septum to achieve a visible tent in both axis views on tee. The dilator of the vcc was also removed to shape more of a curve on the dilator in order to produce a more visible tent on the septum. After several attempts of finding the correct position, transseptal puncture (tsp) was performed and the was and vcc were advanced into the left atrium (la). A watcman closure device was implanted. The procedure was concluded. Thirty (30) minutes post procedure when the patient was in recovery, hypotension was noted, and a pe was noted around the right ventricle causing cardiac tamponade. A pericardiocentesis was performed and the patient was brought to the operating room for a pericardial window. The color of the blood removed appeared dark red. The patient was hospitalized beyond standard of care. Later, the patient was doing well and discharged approximately three days after the event. The device is not expected to be returned for analysis (discarded). In the physician's opinion, the multiple attempts to cross the septum during tsp and difficulty imaging the septum with tee may have caused the pe. The effusion was discovered after the case when patient was in recovery. Tee imaging was difficult to see a good dilator tent on the septum. Rf wire tent was 1-3mm as seen on flouro. There was no apparent malfunction of the device.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate problem report will be filed for the versacross dilator. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.